Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device, per investigation the cuff does not leaks, no failure was found during testing. No unusual conditions found. The investigation concludes siting no problem found and could not duplicate the event.

Event description:
It was reported that the cuff became stiff when the patient was taken out after intubation there was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.